Manufacturer narrative:
A specific root cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer received an erroneous ise indirect na for gen.2 result for one patient sample on the cobas 6000 c (501) module. The initial na result was 151 mmol/l and the repeat result was 141 mmol/l on the same c501. The customer repeated the same patient sample another c501 and the result was 142 mmol/l. The repeat results were deemed to be correct. The erroneous result was not reported outside the laboratory and there was no adverse event. The sodium electrode lot number and expiration date was requested but not provided. The field service engineer (fse) was not able to determine the cause for the erroneous result. The customer had some ise alarms prior to the erroneous result. The fse verified the ise check and precision were satisfactory. The customer ran calibration and quality control that were within specification.